Event description:
It was reported to philips that the system failed to boot up successfully, stalling at 00:00. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Review of the system log file showed that there was a malfunction with flexvision pc. Upon troubleshooting, fse found that the issue was due to intermittent failure in flex vision pc. To resolve the issue, fse replaced the flexvision pc and after that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.